Manufacturer narrative:
The device was not returned for investigation. Imaging was obtained by essential medical; however, no angiograms pertaining to the pre or post closure were on the imaging disc. The site confirmed during surgical cut down that the manta was causing the reported stenosis. The mechanism for how the manta implant was deployed in the vessel remains inconclusive; however, use error has been identified as a possible contributing factor. It was reported, the patient had extensive calcification and the initial femoral access sheath advancement and valve insertion were considered difficult. The IFU specifically warns to not use in patients with severe calcification of the access vessel nor when there is difficult dilation from initial femoral artery access while step dilating up to the large-bore device. Difficult dilation of the puncture tract due to scar tissue may lead to swelling of surrounding tissue, thus compromising the accuracy of the puncture depth determined during the puncture location procedure. Extensive calcification poses risk of the manta anchor catching on the calcification and deploying into the vessel. Additionally, it was reported the user may have performed unbalanced lock advancement during deployment which can lead to pushing the collagen into the vessel. Ischemia of the leg and stenosis of the femoral artery and other access site complications leading to bleeding requiring surgical repair and/or endovascular intervention has been identified as a potential adverse event associated to the deployment of vascular closure devices. Risk documentation was reviewed and confirmed this is known risk. The occurrence of this type of incident remains below risk documentation acceptable limits. The device history record (DHR) review showed no indication that the handle devices did not meet specifications. Based on the information reviewed, there appears to be no product quality issue in respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists ischemia of the leg or stenosis of the femoral artery as possible adverse events. An investigation has been opened to review the device history record and risk documentation, and case imaging.

Event description:
A tavi was performed on (B)(6) 2019. Extensive calcification was noted in the patient's artery and the access site was chosen in an attempt to avoid the most calcified areas. The right side femoral artery was used for access and it was noted that the first sheath advancement (14f) was difficult. A second 14f was inserted. Valve insertion was also described as being difficult. A moderate amount of bleeding was seen after deployment of manta. Manual pressure was applied at the site. There was an additional lock advancement step by the physician. The physician left for another procedure and asked for a pressuer device to be applied to the access site. 15-20 minutes post closure, the physician was called back to the room as the staff was unable to locate a pedal pulse in the right leg, and the leg "felt cold". The pressure device was no longer on the access site. One physician stayed with the patient. The pressure device was placed and the physician ordered the patient to be transferred from the cath lab to the floor, a duplex us, and for a vascular surgeon to be notified. It was reported to the proctor at a later time in the day that pulses returned and that there was "distal stenosis noted in the superficial femoral artery", but that pulses were palpable and that color and warmth had returned to the leg. On (B)(6) 2019 it was reported to a teleflex representative that the patient was readmitted to the hospital with symptoms of ischemia in the right leg. The patient underwent successful surgery (B)(6) 2019 to address the symptoms and is said to be doing well. The manta was explanted.